Manufacturer narrative:
Zimvie complaint (B)(4). A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. E1: initial reporter¿s title, last name and email address are not provided / unknown. G4: additional 510(k) number is k101880.

Event description:
Eating an almond snapped implant at the hex - patient to return for remake of implant + graft.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. Damage to the implant was identified; likely due to the removal process. The implant was observed fractured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and one (1) other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are missing or confusing instructions for use, clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.